Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000 and that remote monitoring was disabled. Technical services (ts) discussed that this was due to a low loaded battery voltage measurement and recommended device explant. At this time this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator had been reached on 01 january 2000 and that remote monitoring was disabled. Technical services (ts) discussed that this was due to a low loaded battery voltage measurement and recommended device explant. At this time this device remains in service. No adverse patient effects were reported. Additional information was received that this pacemaker was explanted and replaced. This device has not been returned for analysis. Other than the surgical procedure, no additional adverse patient effects were reported.